Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Transmission revealed that the implantable cardiac monitor exhibited under-sensing which resulted in a false pause episode and unspecified oversensing. No intervention was performed. There were no patient consequences.

Event description:
New information received noted that the implantable cardiac monitor exhibited intermittent sensing and there was a recurrence of under-sensing issue due to loss of contact.